Manufacturer narrative:
Patient information: patient is 160 cm tall. Manufacturing site evaluation: investigation on-going, additional information and/or investigational results will be provided in a supplemental report.

Event description:
A post operative issue was identified with the shunt system. As a result, it was explanted. Very limited information was provided. The shunt system was implanted on (B)(6) 2017 into a (B)(6) year old patient. As the valve was later suspected to be blocked, it was explanted on (B)(6) 2019. No further details provided. No associated patient complications are reported.

Manufacturer narrative:
Investigation: visual inspection no significant deformations or damage of the valves were detected during the visual inspection. Permeability test a permeability test has indicated that the shunt assistant has a blockage and the progav valve is permeable. Adjustment test the progav 2.0 valve was tested and is adjustable to all specified pressures. Braking force and brake function test the brake functionality test has shown that the brake function is operational and the braking force is within given tolerances. Results first, we performed a visual inspection of the progav 2.0 shunt system. No significant deformations or damage of the valves were detected during the visual inspection. Next, we tested the permeability and opening pressure of the valves. The progav 2.0 was permeable and operating within specifications. The shunt assistance was not permeable. Additionally, we tested the adjustability as well as the brake functionality and brake force of the progav 2.0 valve. The valve operated as expected and met all specifications. Finally, we have dismantled the progav 2.0 valve. Inside the valve, we have found slight build-up of substances (likely protein). Based on our findings, we confirm the presence of occlusion in the system at the time of our investigation. This is likely due to the deposits observed inside the valves. In addition, it is possible that even non-visible or small amounts of build-up could have led to a temporary compromise of the valve and to the observed malfunction. As described in our literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.